Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated by a baxter service technician at baxter facility. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a colleague infusion pump with a malfunction of "lines through the lcd". The event was reported to have occurred during programming / setup in general patient ward. There was no reported patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4) . Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "lines through the lcd" was confirmed during event history log review and product evaluation. The assignable cause of this condition was a faulty main display. The main display was replaced to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted.